Event description:
During shift check, customer reported that the autopulse platform serial #(B)(4) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to clear the ua45 advisory message with the help of zoll personnel in providing instructions how to clear the error. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.